Manufacturer narrative:
UDI number: (B)(4). Investigation in ongoing.

Event description:
As reported, during a transfemoral transcatheter aortic valve replacement (tavr) procedure with a 26mm sapien 3 ultra valve, during insertion of the commander delivery system through the esheath, there was an unexpected steep angle and the physician pushed the delivery system to the point that the struts were, "sticking out of the sheath" right past the strain relief and became stuck. The strut was confirmed as partially protruding through the esheath. The devices were removed as a unit with no patient injury. New devices were used successfully and the patient was stable post procedure. It is unknown the degree of the frame strut bent.

Manufacturer narrative:
The valve was not returned to edwards lifesciences for evaluation.  In addition, no relevant imagery was provided for review.  Due to the unavailability of a returned device (valve) and imagery, no potential manufacturing non-conformance was able to be determined. During manufacturing, the valve frames are 100% visually inspected by both manufacturing and quality for any defects.  After cleaning and drying cycle, the valve frames are 100% visually inspected under a minimum 10x magnification for deformation, grooves, broken strut and scratches. Prior to final packaging, 100% visual inspection of the valves were performed at preliminary packaging. These inspections during the manufacturing process support that it is unlikely a manufacturing non-conformance contributed to the reported complaint. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event.   The occurrence rate did not exceed the monthly control trending limit. A review of the risk management documentation was performed and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for frame damaged during use was unable to be confirmed. A review of DHR and manufacturing mitigations did not provide any indications that a manufacturing nonconformance would have contributed to the complaint. Additionally, a review of the IFU and training manual revealed no deficiencies. As reported, ¿during insertion of the commander ds through the esheath, there was an unexpected steep angle and the physician pushed the ds to the point of the struts "sticking out of the sheath" right pass the constraint and was stuck¿. Per training manual, ¿push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification¿, ¿be careful to not bend the proximal end of the sheath when inserting the delivery system through the sheath¿. The steep insertion angle could create a challenging pathway or bending of the sheath during the delivery system insertion, and could lead to high push force. If the excessive force was applied to overcome the resistance, the valve could get stuck and protrude through the sheath as reported. As stated in the training material, ¿if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system¿, ¿if push force is too high or valve is still stuck, remove valve and sheath together as a single unit and replace¿, and ¿do not over-manipulate the sheath at any time¿. Available information suggests that procedural factors (steep insertion angle/excessive device manipulation) may have contributed to the complaint event. However, a definitive root cause was able to be determined at this time. A corrective/preventative action has been initiated to capture further investigation and corrective/ preventative action activities related to the high resistance during delivery system insertion, and valve frame damaged for s3u commander delivery system configuration. A product risk assessment has been initiated to assess the associated risks.